Event description:
It was reported that before connecting the patient, smoke emanated from the ev1000a power supply when it was plugged into an electrical socket. Subsequently, the operating room short-circuited. The ev1000a was then transported into to another operating room where the identical event recurred. No consequences or patient compromise was noted as the result of either occurrence. An edwards sales representative met with the hospital medical engineering department and confirmed that water was present in the power supply. No additional details were provided regarding the source or circumstance(s) leading to the presence of the fluid into the power supply. The situation was resolved with the replacement of the power supply. The system device was tested and returned to useful service. No additional reports of any issue (s) have been received by edwards since the re-introduction of the device into use. The suspect power supply was returned to the edwards electronics service center for further evaluation.

Manufacturer narrative:
The device was manufactured on 27 february 2013 and review of the device history record supports that there were no non-conformances noted during the manufacturing of the device, which met all specifications for release. Per the preliminary investigation, the most likely reason for the reported issue was water ingress into the power supply, entering through the connector and resulting in a short-circuit. The clinical platform operators manual (appendix e) instructs ¿warning: shock or fire hazard! Do not immerse the ev1000 monitor, data box or cables in any liquid solution. Do not allow any fluids to enter the instrument." Evaluation of the returned device confirmed the preliminary results for the reported issue. When visually inspected, the power supply connection to the power cord appeared black and burned. The connector located on the power cord also appeared black and burned. Further inspection revealed that the fuses located in the power cord connector were not defective. The power supply was opened and also appeared to be burned. Liquid was observed inside the housing case as well. The root cause of the failure was identified as inappropriate ingress of liquid entering the power supply. There was no indication or evidence of any manufacturing defect.